Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v634065, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v747151, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v882270, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v687756, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that the patient's battery was overdischarged. The patient was not getting good coverage any more. There was rib and stomach stimulation, so the patient stopped using and charging the device because it was not working. Troubleshooting was performed by charging the battery and the power on reset (por) was cleared. The battery was charged to 25% and the patient was reprogrammed. The rep was unable to get low back coverage with rib stimulation. The stimulation did capture buttocks, hips, and down the leg. The patient had some hip and leg pain. The doctor and the patient discussed the problem and decided to let the patient decide if they were okay with no stimulation in the low back or a revision/explant was needed. They would follow up in 1 month. The patient left with good coverage in her hips and legs. The patient was educated about the recharging process. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any intervention was planned. It was noted that the patient was implanted for non-malignant pain and failed back surgery syndrome. No intervention s or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturing representative (rep) later reported that they had not seen or heard from the patient. The rep was assuming the patient was still using the new program.